Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damage to the battery contact pins. The damage battery pins are the cause of the customer report. The nature of the damage is consistent with impact and extreme force. The battery assembly was replaced and the device repaired. The device was recertified and returned to the customer. The battery used at the time of the report was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.